Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was found out that the right atrial (ra) lead was oversensing noise. The ra lead was explanted and replaced. The patient was discharged with no reports of adverse consequences.